Event description:
Customer reported to beckman coulter, inc. (Bec) that the synchron lx 20 clinical chemistry system (lx 20) gave mixer speed errors and the mixer broke. Customer reported that the lx 20 generated erroneous results. Customer reported that nine erroneous results were reported out of the laboratory. Customer reported that two erroneous results were amended. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the wiper for the wash station was not present. The fse found the wiper was stuck in one of the cuvettes. The fse replaced the mixer and the wiper.

Manufacturer narrative:
Evaluation codes - results code - (other): wiper.